Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided conclusion: patient underwent right total knee replacement on (B)(6) 2024 and in late november she allegedly developed increasing pain and functional impairment. She was revised on (B)(6) 2025 due to alleged "failure of the polyethylene liner, which permitted abnormal movement and misalignment of the femoral and tibial components". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The following information was provided: patient underwent right total knee replacement on (B)(6) 2024 and in late november allegedly developed increasing pain and functional impairment. Patient was revised on (B)(6) 2025 due to alleged "failure of the polyethylene liner, which permitted abnormal movement and misalignment of the femoral and tibial components".

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding instability involving an unknown liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided conclusion: patient underwent right total knee replacement on (B)(6) 2024 and in late (B)(6) she allegedly developed increasing pain and functional impairment. She was revised on (B)(6) 2025 due to alleged "failure of the polyethylene liner, which permitted abnormal movement and misalignment of the femoral and tibial components". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.